Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a 1.11 upgrade driver related bug for the lumidigm scanners. A field service engineer (fse) advised that, according to product incident (pi) (B)(4), the issue remained under investigation and that a reboot was the current approved workaround. All pas machines at the hospital were accessed remotely, and system reboots were performed. The customer was informed to continue rebooting the affected machines whenever the issue reoccurs until a long term resolution becomes available. The system functioned as intended after the field service engineer temporarily troubleshot the device and guided the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user reported that after the pyxis es 1.11 software update, all anesthesia devices experienced an increase in biometric identifier failures. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.